Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer did not have a backup plan to treat his diabetes and his blood glucose reading was 594 mg/dl, so the customer was advised to seek medical assistance. Nothing further was reported.